Event description:
While treating a patient(age & gender unknown) the device would not defibrillate. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.